Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep reports that the surgeon claims the patient complained about pains. The patient was x-rayed on the 18/4 where it was discovered that the stem was fractured.